Event description:
It was reported that, during a cori tka procedure, when they began to burr distal femur, the critical error message was displayed several times, even after reassembling the drill and rebooting the unit. The surgeon decided to change to manual instruments with minimal delay (fewer than 30 minutes). There was no injury to the patient. No other complications were reported.

Manufacturer narrative:
H3, h6: the cori console, pn rob10024, sn (B)(6), used in treatment, was return for evaluation. Nothing was identified visually or functionally that contributed to the reported problem. The case/log files confirmed the reported robotic drill cable disconnected error in femur bone removal, and again after having re-entered the case. It was confirmed that the application crashed, and that there likely was an ¿internal error,¿ not the reported ¿critical error¿ message. The ¿internal error¿ was not logged as there was log corruption when the application crashed. The field report states that the critical errors (likely internal errors) occurred after the ¿robotic drill cable disconnected¿ errors. The most likely cause of this is a known software issue that has been corrected and released in cori-v1.4.3 software. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The clinical/medical evaluation concluded: ¿per complaint details, the "drill disconnect error" occurred during a cori tka procedure and troubleshooting resulted in further error messages. Reportedly, the surgeon decided to change to manual procedure with a ¿minimal delay¿ and ¿no injury to the patient¿. Per correspondence, operative reports are not available; however, no patient harm/injury resulted in the case and no other interventions were required. The product evaluation will be performed independent of the medical investigation. Since the procedure was reportedly successfully completed manually within a 0-30 minute surgical extension without patient injury/harm, no further patient impact would be anticipated. No further medical assessment is warranted at this time.¿ this situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. Escalation actions applicable to the scope of the reported complaint have been identified, and it was determined that no further action is required at this time. This issue will be continuously monitored through complaint investigation and post market surveillance. H11: corrected information in h6 (health effect - impact code).